Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the right stem bronchus of a patient on (B)(6) 2012, during a bronchoscopy procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a benign stenosis caused by chronic obstructive pulmonary disease (copd). No visible issues were noted with the stent. On (B)(6) 2012, an ultraflex tracheobronchial stent was implanted within the right stem bronchus of a patient. On (B)(6) 2012, the patient returned for a bronchoscopy procedure and tissue ingrowth was noticed within the stent. No intervention was performed to treat the ingrowth. The stent remains implanted within the patient. The patient's condition was reported to be stable following this procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the right stem bronchus of a patient on (B)(6) 2012 during a bronchoscopy procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a benign stenosis caused by chronic obstructive pulmonary disease (copd). No visible issues were noted with the stent. On (B)(6) 2012, an ultraflex tracheobronchial stent was implanted within the right stem bronchus of a patient. On (B)(6) 2012, the patient returned for a bronchoscopy procedure and tissue ingrowth was noticed within the stent. No intervention was performed to treat the ingrowth. The stent remains implanted within the patient. The patient's condition was reported to be stable following this procedure.

Manufacturer narrative:
A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The complaint states that the device was used in a benign stenosis due to chronic obstructive pulmonary disease (copd). However, the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. It is also noted that stent occlusion due to tumor ingrowth, stent occlusion due to tumor overgrowth of stent ends, stent occlusion due to granulomatous tissue ingrowth and restenosis due to granulomatous tissue formation at stent ends are listed in the dfu for this product as potential adverse events associated with the use of this device. Based on the evaluation conducted and the details of the complaint, the most probable root cause is user/use error.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4) for the reported issue of stent blocked/occluded. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent occlusion due to tumor ingrowth, stent occlusion due to tumor overgrowth of stent ends, stent occlusion due to granulomatous tissue ingrowth and restenosis due to granulomatous tissue formation at stent ends are all known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.